Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
Affiliate reported via email acl/meniscal repair. Meniscal tear was identified, lateral posterior bucket handle tear. Surgeon requested truespan for the repair. Access was difficult and after deployment of backstop, surgeon proceeded to try and use the truespan tip to lever the femoral condyle for better access to tear. This resulted in the needle breaking off the gun. Surgeon retrieved all parts from joint space, removed first back stop. Used competitor meniscal repair device successfully through another access port. Delay in surgery was approx 3 mins. Nil adverse outcome for the patient as stated by surgeon at end of case. The device was discarded by the customer. Additional information received via email from the affiliate on 11-1-2017: surgical delay was only 3 minutes, a competitor product was used to complete procedure, nil adverse outcome/ additional information received via email from the affiliate on 11-2-2017: the breakage occurred after first backstop deployment, whilst trying to access meniscus, inferiorly to placement of first backstop, fragments were retrieved with an arthroscopic grabber, the surgeon did not need to cut the meniscus to remove the fragment, access was limited, the tear was posterior lateral meniscus, and the surgeon was trying to leverage the femoral condyle with the truespan gun.